Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026 the patient underwent transurethral laser enucleation of the prostate. Postoperatively, the patient was catheterized with this product a three-way urinary catheter. Upon connecting the irrigation system, it was observed that the irrigation drip rate was very slow; manual flushing with a syringe also met with significant resistance. Consequently, the catheter was replaced. Examination of the removed catheter revealed that the irrigation port was undersized.